Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:3006705815-2023-05254. Additional information received that the patient experienced pain at the ipg site. In turn, surgery took place wherein the scs system was explanted and replaced to resolve both issues.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient is not receiving effective therapy due to high impedances. Reprogramming was able to provide the patient with bilateral coverage. Surgical intervention is planned to address the issue.